Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with the bedside monitors. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with the bedside monitors. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with the bedside monitors (bsms). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with the bedside monitors (bsms). No patient harm or injury was reported. Investigation summary: technical support (nk ts) performed troubleshooting steps with the customer including disconnecting the wlan from the bsms to power-cycle it. It was noted that qi-430p's wlan lights were blinking, indicating connectivity to the access point in the area. Moments later, nk engineer logged into the network and observed some wireless bsms on the eg server. These were rooms 1, 2, 3, & 6. Rooms 4 and 5 and were powered off. Once those two rooms were powered on, they showed up on eg server. The customer could not physically locate the bsms for rooms 7 and 8 but were instructed to power those on as well once they have been located. On the same day at 3:17pm, the customer called back to request assistance with adding beds 3, 5, and 6 to the cns. These three beds were not being monitored. When the all beds screen on the cns shows "comm loss," it typically indicates a network failure or interruption occurred that caused communication gap between the cns and the monitored beds. There was no indication of an nk device malfunction. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.